Event description:
Pacemaker cable slipped out of pacemaker while getting pt back to bed. Plastic clip that secures cable to pacemaker broke off. Rn was present and immediately reattached a new cable.